Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that there were high impedances on all electrodes. It was indicated that the patient had a fall in (B)(6) and broke their collar bone, which may have contributed to the issue. Impedances were checked and the rep tried to reprogram the patient. It was indicated that the physician would explant the system at the patient¿s request due to the patient no longer having the pain symptoms they had at the time of implant. The issue was not resolved at the time of the report. Surgical intervention was planned but not yet scheduled. The event began in (B)(6) 2019. No further complications were reported/anticipated.